Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to enter carbohydrates into the bolus menu. Reportedly, the carbohydrates were set to "off" in the pump settings. The customer's blood glucose level was 192 mg/dl. Tandem technical support assisted the customer with modifying the setting and advised the customer to consult with the healthcare provider regarding the settings change.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as customer was calling for assistance with settings and there was no allegation of issue.